Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. Reportedly, a pediatric patient was using an adult receiver. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. Labeling indicates: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or person on dialysis.